Event description:
The ventilator screen went black while in use on patient. I was at the bedside monitoring patient. The patient didn't have any complications during the event. The ventilator was removed, the patient placed on another ventilator, and patient vitals were stable through procedure. We turned the ventilator off and turned it on again, yet the screen remained black. It was taken out of service and reported.